Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the anchor might have not come out and he might have performed outside the vessel. The following information was provided by the user facility: hemostasis failed so manual compression was applied. Hemostasis was successfully achieved by manual compression only. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The size of the sheath ancillary used was 6 fr. Blood loss was less than 250cc. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal sts plus device was returned for evaluation. Returned with the device was a portion of the suture, tamping tube, guidewire, polyfoil pouch, and arteriotomy locator. The collagen and anchor were not returned with the device. The returned components were subjected to visual analysis where a blood like substance was found on all returned components. The carrier tube assembly was mated with the hemostatic sheath. In this assembly, the device cap was in the rear lock position with the color bands fully exposed. The suture at the distal end of the carrier tube assembly had been clearly cut at the clear shrink-wrap marker. The tamping tube was returned separated from the carrier tube assembly. The portion of the suture that was returned separate from the carrier tube and tamping tube had the black shrink-wrap compaction marker. The returned device was consistent with use and appeared to have been properly deployed based on the condition of the device. The remaining accessory components were analyzed. The arteriotomy locator was returned with the guidewire inserted and a shallow bend in the tubing. The polyfoil pouch was noted to have been partially opened by the user. No functional testing was performed since the angioseal sts plus device is a single use device. The condition of the returned product was consistent with use and deployment of the device. The cause of the patient's bleeding remains unknown as the position of the collagen and anchor in the patient is unknown. All evidence gathered during the investigation indicates that the device was able to be deployed and removed. It is likely the bleeding that was observed may be due to deployment of the device outside of the arteriotomy, torn collagen, or a deformed anchor. No assessment can be made regarding the anchor or collagen. No visual anomalies were found with the returned device. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.